Event description:
In 2008, a patient/layperson informed a customer care advocate, cca, that both of her onetouch ultra meters would not turn on. The meter allegedly would not turn on with the power button or with the pt's test strips that had expired in 2003. The battery was correctly installed; however, the pt had no other batteries to run through the installation troubleshooting steps with the cca over the phone, at that time. The pt allegedly "passed out/fainted" at work on original date after the reported issue began, the same day. Emergency services reportedly treated the pt with either IV or oral glucose. No other blood glucose results were provided. This senior medical affairs specialist has mailed a letter to the pt after leaving two voicemail messages. The complaint is classified based upon info the pt gave to the cca. Because the pt alleged that she passed out and was treated with glucose by emergency services after her meter would not power on, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.